Event description:
It was reported that noise resulting in oversensing and inappropriate antitachycardia pacing was observed on the right ventricular (rv) lead. Unspecified lead damage was suspected to be the cause of the event, but this was not confirmed via diagnostic imaging. A lead replacement procedure is anticipated to be performed, however, no intervention has been performed at this time to resolve the event. The patient remains hospitalized, was in stable condition, and will continue to be monitored.

Manufacturer narrative:
The reported events of noise resulting in oversensing and inappropriate antitachycardia pacing and suspected lead damage were confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was observed proximal to the suture sleeve tie impression breaching the ring electrode cable lumen with the ring electrode ethylene tetrafluoroethylene (etfe) cables coating observed to be abraded. The ring electrode cables were also revealed to be broken and separated in this region consistent with procedural damage. The cause of the reported events was isolated to the abraded ring electrode cable lumen with exposed ring electrode cables which is consistent with friction to the device can. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Other damages observed were consistent with procedural damage.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced. The patient was in stable condition.